Event description:
A journal article was reviewed that contained information regarding intermittent papillary muscle suction in a patient with a left ventricular assist device (vad). The article reports a patient who presented to the hospital with a 3-day history of fatigue. On the day of admission, the patient had dark stools and a sudden decrease in flow in the vad. Auscultation of the chest revealed a rough, low-pitched added sound to the usual vad hum. An electrocardiogram was performed which showed no changes. An initial emergent transesophageal echocardiogram (tee) showed normal sized left ventricle and a normal right ventricle. A subsequent tee demonstrated intermittent suction of the postero-medial papillary muscle in diastole into the vad inflow cannula. This appeared to have caused cyclical inflow obstruction and consequent low flows. Analysis of the logfiles demonstrated a slow and progressive decrease in flow over the 24 hours preceding the admission and a decreased hemoglobin. After fluid resuscitation and transfusion of packed red blood cells, the low flow and echocardiographic findings persisted. The patient was transferred to the operating room for surgical management. Redo median sternotomy was performed, and cardiopulmonary bypass was established. The inflow portion of the vad was inspected using a thoracoscope and did not appear to contain any foreign body or thrombus. A mitral bio prosthesis was implanted, and the cardiac chambers were closed. The patient was weaned from cardio-pulmonary bypass with improved vad flow. The patient recovered uneventfully in the intensive care unit and subsequent echocardiographic analysis revealed the vad inflow cannula was well positioned with no obstruction and a competent mitral valve replacement. The status/disposition of the vad appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: intermittent papillary muscle suction a rare cause of left ventricular assist device low flow. Journal of the american college of cardiology (jacc): case reports. 2021. Vol. 3, no. 15. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Review of the available log file screenshot revealed several a slight decrease in power consumption and estimated flows during the analyzed period. Raw log files were not available for analysis. As a result, the reported low flow event was confirmed. The reported suction, pump noise, and occlusion events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow/ suction event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, a possible root cause of the reported pump noise event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.